Event description:
The device was returned to the service ctr with a report form the customer contact of a distal occlusion error alarm. This does not indicate a reportable malfunction. However, during verification testing at the service ctr, it was noted that the device door roller pin was broken.

Manufacturer narrative:
During testing, it was noted that the device door roller pin was broken. As indicated, the device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.